Event description:
It was observed that during the device evaluation, the laparoscope gynecologic exhibited a distorted image, fiber breakage at the distal end, and a loose light guide (lg) connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the distorted image, fiber breakage at distal end and loose light guide (lg) connector was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.